Event description:
It was reported that during set-up prior to a surgical procedure at the user facility the trigger and straight pin of the device disassembled. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during set-up prior to a surgical procedure at the user facility, the trigger and straight pin of the device disassembled. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported disassembly was confirmed by a manufacturer repair technician through visual inspection. It was reported that the user facility dropped the device, which lead to the reported event. Upon disassembly, it was found that the trigger housing was cracked at the screw boss.